Event description:
It was reported that a patient reused their minicap during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The peritonitis was manifested by fever and extreme abdominal pain. The patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the peritonitis and morphine (dose, route and frequency not reported) for the pain. Nineteen days after hospitalization the patient was discharged and was recovering from the event. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of a reuse of a single use device that resulted in peritonitis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The ¿troubleshooting¿ section instructs the user not to attempt to reuse any disposable supplies. These sections along with ¿operating instructions-end therapy¿ sections warn the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.